Event description:
On (B)(6) 2006, two nursing assistants were using a electric/mechanical lift to transfer resident (B)(6) into bed. When the resident was lifted up over the bed and while just a couple of inches or so about the bed, the lift broke and resident fell onto the mattress, then rolled out of bed onto the floor. It was noted that resident #(B)(6) had a reddened area on his right hip and elbow. Hip was swollen and resident complained of pain to elbow area when moved. Physician was notified and orders received to transfer to emergency room for evaluation and x-rays. Resident was transferred to (B)(6) memorial hospital via ambulance at approximately 3:15 p.m. Resident returned to facility at 5:00 pm. X-rays were negative. On (B)(6) 2006, nurses document resident is doing okay at this time with redness and swelling dissipating and no complaints of pain.